Event description:
A customer reported to beckman coulter, inc. (Bec) that a fluid was leaking in the reagent probe area of unicel dxc 600 pro synchron clinical system. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer stated their controls were not recovering within the acceptable limits. Bec customer technical support (cts) directed the customer to check the reagent syringe for bubbles and leaks, but none was observed. The cts had the customer check the syringe to verify it was tight, and the customer reported the syringe barrel was not loose. The cts directed the customer to close files and cold boot the system, and generated a service request. On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse found reagent probe b was leaking fluid. The fse determined that the leaking was due to bad vacuum and wash valves, and replaced vacuum and wash valves. The fse verified repair per established procedures. (B)(4).